Event description:
A (B)(4) supplier reported that an infant passed away while using a smartmonitor 2 infant apnea device. The date of the alleged event was on (B)(6), 2011. It was reported that "the child had been to the doctor and upon returning home when the parents went to take the child out of the car, they noticed the child appeared lifeless." No device malfunction has been alleged. The MFR has attempted to contact the dme numerous times for further info. The device nor pt download has not been returned to the MFR. A f/u report will be filed when the device and the pt download have been returned and an investigation has been completed by the MFR.